Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Affected channels were noticed during in situ testing. Reimplantation is being considered. No date has been scheduled yet.

Event description:
Affected channels were noticed during in situ testing. Reimplantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels were noticed during in situ testing. Previously the user had showed good response to sound. The user has been re-implanted.